Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], hypocupremia [copper deficiency], extensive nerve damage [nerve injury], tingling in legs and hands [paraesthesia], numbness in legs and hand [hypoaesthesia], burning in legs and hands [burning sensation], pain in legs and hands [pain in extremity], weakness in legs and hands [muscular weakness], loss of control in legs and hands [motor dysfunction], difficulty walking [gait disturbance]. An attorney reported that a (B)(6) male client used fixodent denture adhesive, version unk cream 1 applic, unspecified frequency beginning in 1986 to 2010 and superpoligrip beginning in 1986, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage, tingling in legs and hands, numbness in legs and hands, burning in legs and hands, pain in legs and hands, weakness in legs and hands, loss of control in legs and hands, and difficulty walking. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided. Dose, frequency and route used: unk, intraoral.